Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: microscopic examination of the device polyethylene tubing revealed white material in the flow path. When flushing the device with 5 cc of bacto water, white material was collected. Fourior tranform infra red analysis (ftir) of this white material generated a spectra with absorption bands consistent with the functional groups found in the tazol molecule which is lipophilic, insoluable in water and melts at 217 degrees c. The white residue was identified as taxol. No holes, cuts or tears were seen on the device tubing. Leak testing of the device confirmed that the device did not leak. The device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report that "when the device was being used, " white precipitate" was noted" has been confirmed. The "white precipitate" has been identified as being taxol which was being infused via the device. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Manufacturer narrative:
The device was returned to the MFR and is presently undergoing analysis. No further details are available at this time.

Event description:
On 2/24/97, a facility nurse informed the MFR's (MFR) manager, clinical services that the device became obstructed by a precipiant. Facility nurse requested compatibility info of taxol and device. Faciltity nurse stated she felt there appeared to be a reaction between taxol infusion and device. No further details were provided at this time.